Event description:
Customer reported the system locked up and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Further investigation found hospital power to be unstable. Ge rep informed customer. System operates as intended. This MDR is related to ge healthcare complaint number.